Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the generator and performed electrical safety tests and verified it as ready for use and fse was unable to replicate the errors. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the system logs showed c-34 errors. Visual inspection identified the unit has no significant scratches or dents and the front bezel is in decent condition. Error c-34 occurred during start-up and monopolar coagulation activation. The unit was placed on golden system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that there were errors displayed on the generator unit indicating that cautery had been halted. The system logs confirmed multiple errors reported by the integrated electrosurgical generator unit (iesu). The customer had power cycled the unit twice and the issues persisted. The tse advised that the activation cable was required to integrate the force triad generator with the da vinci robot. There was no reported injury.